Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. There was no broken conductor cables observed during visual inspection. The instrument passed the continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure there was a broken conductor wire (black) on the maryland bipolar forceps instrument. There was no reported injury.